Event description:
Hosp staff were treating a pt and reportedly could not get an ECG trace on the monitor screen. The ECG leads were reportedly properly connected. The reporter also stated that the staff encountered difficulty in connecting the hard paddles to the device and that the device would not discharge once the paddles were attached. No pt outcome details were available.